Event description:
It was reported that the plastic shuttle portion of the anchorfast oral endotracheal tube fastener snapped. There was no harm to the patient and the patient's airway was maintained. At the time of the reported incident the patient was moving their head back and forth causing the vent tubing to disconnect. The nurse was replacing the circuit when the break occurred; it is unknown whether the circuit was supported with a ventilator arm at that time. A new anchorfast oral endotacheal tube fastener was used.

Manufacturer narrative:
It is not possible to determine the impact to the device from the amount of force placed on the device due to the movement of the patient and the replacement of the circuit.